Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of lo and back to back test results of 400 mg/dl and 175 mg/dl (result of 400 mg/dl was not found in the meter memory). The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/20/2021 and open vial date is 08/09/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 13-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Corrected sections as of 04-nov-2019: h10: changed most likely underlying root cause from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-40: user's test strip had poor fill". Most likely underlying root cause: mlc-40: user's test strip had poor fill.